Manufacturer narrative:
Reported event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an accumax 200 laser fiber was used during a ureteroscopy in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient. An attempt to remove the broken tip was made but it was not able to be retrieved. The procedure was completed with another accumax 200 laser fiber. The patient was advised that the tip will pass naturally through urination. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a ureteroscopy in the ureter performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient. An attempt to remove the broken tip was made but it was not able to be retrieved. The procedure was completed with another accumax 200 laser fiber. The patient was advised that the tip will pass naturally through urination. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on january 12, 2016. The complainant reported that the procedure on (B)(6) 2015 was a right ureteroscopy procedure, when the fiber tip broke off a larger access ureteral sheath was in place for flushing stone fragments and may have flushed the fiber. Sometime after the initial ureteroscopy procedure, the patient was brought back to the operating room for another ureteroscopy. On evaluation, the fiber tip was not seen and the physician did not attempt to flush it out at this time. A stent was implanted and the physician expected the patient's urine would flush out the fiber.